Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that reprogramming was attempted, but did not resolve the lead migration issue. The cause of the patient¿s left lead migration, and loss of stimulation was not determined.

Manufacturer narrative:
Concomitant products: product ID: 977a160, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a manufacturing representative about a patient with an implantable neurostimulator (ins) for spinal pain and chronic lower back pain. It was reported that the patient had a loss of pain relief and stimulation in their right leg on (B)(6) 2017. It was reported that the relief in the patient¿s right leg began to ¿fade¿ away about three to four months ago. The rep looked at the programmer, it showed that leads 8-15 were tired to zero, which was the ¿right leg¿ lead. It was reported that the description did not make sense. A c-arm film was done on the patient¿s thoracic spine to look at the lead placement. It showed that the left lead moved down about half of a vertebral body from where it was implanted. This did not explain why the patient lost coverage on their right side. Multiple configurations were done to get right side stimulation, but instead while doing these configurations the patient¿s left side stimulation ¿disappeared.¿ the rep put the patient on the ¿hd¿ program until they saturday, to see if the patient would get any relief. It was also reported that they were running high amplitudes in the nines and tens before they felt any stimulation. All impedances were within normal tolerances. It was reported the physician suspected that the patient may be ¿defeating the pain relief¿ on purpose to gain disability. Impedances were checked and reprogramming was done ((B)(6) 2017), but the issue was not resolved at the time of this report.